Event description:
It was reported that in an arctic sun device they were trying to initiate therapy on patient but keep getting low flow & air leak message. Water flow rate (wfr) was 0.6 l/m. 4 pads connected to adult patient. Hypothermia patient temperature (pt) was 36.5c, targeted temperature (tt) was 36c. Had nurse stop therapy and empty pads. Device started alarming 04 water reservoir below minimum. Attempted to walk through adding water to device with no pads attached, but device would not take up water. Advised to send to biomed sn 1442. Swapped out to alternate device and walked through set up. Device alerted water reservoir empty and walked through filling device. Device also alarmed 80. Had them power device off and back on. Therapy able to continue on device sn (B)(6), water flow rate (wfr) was 2.9 l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device they were trying to initiate therapy on patient but keep getting low flow & air leak message. Water flow rate (wfr) was 0.6 l/m. 4 pads connected to adult patient. Hypothermia patient temperature (pt) was 36.5c, targeted temperature (tt) was 36c. Had nurse stop therapy and empty pads. Device started alarming 04 water reservoir below minimum. Attempted to walk through adding water to device with no pads attached, but device would not take up water. Advised to send to biomed sn 1442. Swapped out to alternate device and walked through set up. Device alerted water reservoir empty and walked through filling device. Device also alarmed 80. Had them power device off and back on. Therapy able to continue on device sn 1436, water flow rate (wfr) was 2.9 l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.